Event description:
Boston scientific received information that high pacing impedance measurements of greater than 3000 ohms were noted on this right atrial (ra) lead. Additionally, loss of capture and increased pacing thresholds were observed. Upon examination, it appeared there may be lead insulation damage or a lead fracture present at the level of the suture sleeve. During a recent device replacement procedure for normal battery depletion, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.